Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than one hour to the surgery. It was reported that the emitter went into a red status and stopped tracking all instruments during a case. The site attempted to replug the instruments and emitter and the issue did not resolve. The site rebooted the system and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.